Manufacturer narrative:
Unit passed basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. No unexpected no delivery alarms were noted. Unit received with minor scratched lcd window.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The bolus wizard functioning properly per bolus wizard. No sensitivity anomaly was noted.

Event description:
The customer reported via phone call that she received a no delivery alarm after performing a high pressure test at home. The customer believed the insulin pump was not delivering enough insulin for her boluses. According to her sensitivity that was making her sick. The customer received a replacement insulin pump about four to five weeks ago. She could not get her high blood glucose level down. Customer's blood glucose level was 600 mg/dl. She treated her high blood glucose with a syringe. The customer's chest was tight, as if she could not breathe. The customer was hospitalized on (B)(6) 2015 due to a non-diabetes related issue. As a side effect her blood glucose level increased but it was not the reason for the hospitalization. The customer was unable to perform the high pressure test at the time of the call due to her arthritis. The customer was advised that the device would be replaced and agreed to return the product for analysis.